Event description:
Same case as: 2134265-2014-01790 and 2134265-2014-01696. It was reported that pullback failure occurred. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize a lesion. It was noted that automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).